Event description:
It was stated that at the patient¿s first refill ((B)(6) 2011) the pump had and actual reservoir volume (arv) of 16ml; the expected reservoir volume (erv) was unknown. It was stated that the amount left over was attributed to a programming error. The patient was reportedly followed by a different hospital for subsequent refills. No volume issues were or patient symptoms were reported during that time. The patient status at the time of the event was alive and no injury. The pump was used to deliver lioresal. The suspected error was the lioresal concentration that was entered into the clinician programmer was 2000 micrograms (mcg)/ml, instead of the concentration of 500mcg/ml (dose 300mcg/day). There were no reported symptoms after the refill. The patient was subsequently followed by a different hospital. It was later reported that the patient did not experience any symptoms at the time of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical product: product ID: 8840, serial# unknown, product type: physician programmer. (B)(4).